Event description:
It was reported by the customer that on a right jugular insertion site, the user connected the 3-way stopcock to the central venous catheter (cvc). The difficulty was encountered a few hours after insertion of the catheter. Propofol was applied to the pt. Due to drops that appeared in the stopcock, leaking started at the side connection of the stopcock. As a result, the user connected a competitor's 3-way stopcock successfully to the catheter. There were no consequences to the pt.

Manufacturer narrative:
(B)(4). F/u report will be filed if add'l info becomes available.